Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0l9z1, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider reported that the patient needed MRI because there was a sudden decrease in effectiveness of the dbs system and possible lead migration. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indication for use for this patient was parkinson's dual.